Event description:
It was reported that a user applied a new dexcom g7 sensor and subsequently received pairing failed and sensor failed alerts, after which the ilet displayed dosing stopped with instructions to connect cgm or enter a blood glucose value. Symptoms included interruption of automated insulin dosing and inability to obtain a cgm glucose value. Outcomes included temporary suspension of automated dosing while the new sensor completed warm-up. Investigation included troubleshooting and education, confirmation of a suspected faulty cgm sensor, and guidance to replace and pair a new sensor. Investigation of this case revealed a sensor malfunction resulting in failed pairing and sensor failure, which caused the ilet to halt dosing until a valid glucose source was available. It was concluded, based on previously established findings for similar reports, that the cause was a defective cgm sensor leading to communication failure with the ilet.